Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The following functional tests were performed: the field service engineer went onsite to evaluate device and indicated that the speaker was faulty and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the speaker malfunction is displayed and no sound is produced. The device was in clinical use at time of event, there was no patient or user harm reported.